Event description:
The subject device was used during a laparoscopic hysterectomy. The probe of the device was broken and the broken tip fell into the pt. The tip was retrieved with forceps immediately. The procedure was completed with a similar device. There was no pt injury reported without this event.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.